Event description:
A report was received that the patient was experiencing pain at the ipg pocket and was having difficulty charging. The physician repositioned the pocket and the patient was reportedly doing well following the procedure.